Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was oversensing noise which caused inhibition of pacing. The noise was reproducible in clinic with pocket manipulation. The device was reprogrammed to address the oversensing on 09 jul 2020. There were no patient symptoms reported.